Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that the pump battery could not be charged. In addition, it was reported that the pump was warm to the touch despite being in room-temperature conditions. Additional information was not received. The customer declined further follow up from tandem technical support. There was no adverse impact to customer's blood glucose level.